Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) settings were found to be incorrect. The crt-d output was too high using the automatic setting, the manual test showed numbers that were different. The device was reprogrammed to turn off the automatic setting. The crt-d remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.